Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. Signs of clinical use were observed. There was no blood observed on the device. There were no defects observed in the visual inspection. An image quality inspection was performed with an endoscopic video imaging system. A clear image was obtained and the size of the image was determined to be normal. Based on the results of the evaluation, the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that the bio-med department received a bom 7mm extended length endoscope with a note stating the picture on the monitor was too small and that something may be wrong with the scope.

Manufacturer narrative:
Feb. 01, 2016 01:51 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that the bio-med department received a bom 7mm extended length endoscope with a note stating the picture on the monitor was too small and that something may be wrong with the scope.